Event description:
It was reported that following a urethral bulking procedure, the pt experienced dysuria and perineal discomfort which worsened over time to include urgency and frequency. Upon examination, the doctor observed exposed bulking material in the patient's bladder anteriorly at the bladder neck. A 1.5x1.5cm mass of material created a flap-valve-like foreign body at this point. A cystoscopy was performed and using biopsy forceps and a large-toothed grasping forcep, the doctor was able to remove all the intrusive material. A second examination found a small amount of exposed material on the right lateral wall of the proximal urethra. An endoscopy was performed and the urethral meatus was carefully cleansed with a bactericidal solution, a local anesthesia was given and sterile water was used for irrigation of the area. Once the re-epithelialization of the exposed material is complete, the doctor will move forward with a sling procedure to address the patient's incontinence.